Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
This event was determined to be related to (B)(4). The reported event referenced a product version that was not included in (B)(4). However, the product version information could not be verified with the site, and it was confirmed that the site received the affected product version noted in (B)(4).

Manufacturer narrative:
The customer stated that the 12-8mm cannula reducer accessory would be returned for analysis. However, as of the date of this report, the product has not been received. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video clip for the reducer tip that was retrieved was submitted for review. A review of instrument logs could not be performed as accessories are not tracked in logs. This complaint is deemed a reportable event due to the following conclusion: the metal round tip of the cannula reducer reportedly fell inside the patient and was retrieved with no additional surgical intervention required. However, unintended accessories falling into the patient may require surgical intervention. At this time, it is unknown what caused the tip of the reducer to fall into the patient. Although there was no patient injury reported, if the event were to recur, it could cause or contribute to an adverse event. If additional information related to this complaint is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the metal round tip of the cannula reducer fell into the patient. The tip was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.